Manufacturer narrative:
Examination of the returned sp2 universal handle confirmed the breakage at the square-to-circular (.183 dimension) cross-section changes of the distal end of the external rod sub-component. The overall condition of the instrument indicates heavy usage and impactions over time. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F) to reduce incidence of instrument failure. A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. Although the submitted sp2 universal handle was manufactured prior to the design modification, it has been subjected to heavy usage and the root cause is attributed to normal use and servicing. The submitted sp2 universal handle was manufactured prior to the design modification in december of 2012 and the need for corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle impactor/extractor location has snapped off.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the provided product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.